Event description:
Customer reported that the membrane from the medication vial followed into the syringe when drawing up the medication with the cannula.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the archive samples tested were within product specification requirements. Based on the investigation and analysis, the injection needle produced is mainly used for puncturing the human body for injection and needle tip will be sharper to reduce the pain, so it is not recommended to directly puncture the medicine bottle. The generation of puncture debris is related to factors such as the material of the rubber stopper, the puncture angle, technique, and usage habits. It was recommended to use a dispensing needle to avoid the adverse effects of debris caused by puncture.please note, that it is part of good clinical practice (gcp) and current standard of care that the end user is obliged to check aspirated medication in the syringe prior to administration into the patient. Following this mandatory inspection, only medication without visible residual/foreign material can be administered. If residual/foreign material is detected, the syringe or vial should be discarded immediately. The risk of residual/foreign material injection is mitigated by this mandatory inspection. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.